Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2007. The surgery was performed without complications. According to the complainant, at some point after the procedure the patient experienced incontinence. All other information, including the patient's current condition, is unknown and reportedly unavailable.